Event description:
It was reported by service report that the load wheel casting on retractable head section is broken. There was a pt involved at the time of the break, but no adverse consequences were reported.

Manufacturer narrative:
Other: load wheel casting.